Event description:
Unknown how long the chair pad was not working properly. Physical therapy worked with patient an place them in the chair with wireless chair device under the patient. Patient was left in the chair with call light with in reach. Staff found patient on the floor as it appeared they had slid out of the chair and was at the foot of the chair unharmed. Incident reported and chair pad was reviewed as not appropriately functioning and was replaced with a new pad.